Event description:
A distributor reported that a memdry lens iol implanted in a pt's right eye in 1999 was explanted & replaced due to opacification. A vitrectomy was performed. Visual acuity reported as 20/40 in 2004 visit. Prognosis fair and condition stable. No further info is available.